Event description:
It was reported that the health care professional (hcp) requested a review of a stored presenting electrogram (egm) for the patient with this pacemaker system and wanted to if a blanked atrial sensing marker was farfield oversensing of ventricular signals in the atrial channel, premature atrial contraction or else. Technical services (ts) was consulted, discussed the presenting showed atrial pacing, ventricular pacing and a subsequent blanked atrial sensing after every ventricular pace. Ts recommended evaluating in clinic to confirm right atrial capture. This pacemaker system remains in service. No adverse patient effects were reported.